Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The noise was reproducible. Programming changes were made; the rv lead will continue to be monitored. The patient was in stable condition.